Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation revealed a cut in the insulation approximately 195 millimeters from the terminal pin, likely due from the removal of the suture sleeve tie down at explant. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis could not confirm the reported clinical observation.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additionally, the rv lead had perforated in an unknown location. Impedance and sensing parameter were within normal limits and no asystole of more than two seconds was noted. Additional information indicates that the perforation was not confirmed. A revision procedure was performed. The rv lead was explanted. No additional adverse patient effects were reported.